Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The delivery volume accuracy test is pending.

Event description:
The customer felt that the insulin pump was over delivering insulin. She stated that she was priming a new infusion set, and when she released the act button, insulin continued to exit. The customer stated that she connected to the infusion set after a while, and she experienced low blood glucose levels. The customer changed the infusion set the next day, and again, her blood glucose levels dropped. The customer used her back up insulin pump, and did not experience low blood glucose levels. Troubleshooting was performed, and the programming was correct. Found only a battery out limit alarm in the alarm history. No exposure to high magnetic fields. The insulin pump passed the displacement test. The customer was not satisfied with the test results, and requested a replacement insulin pump. Nothing further was reported.